Manufacturer narrative:
(B)(4). Visual examination of the provided photo found the impactor pad has fractured. The device was not returned for further evaluation. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during normal use of the instrument that the femoral inserter tip broke into two pieces. There were no foreign bodies retained. The surgical technique was utilized. There was no surgical delay. A second device was not used. No known impact or consequence to the patient. No further event information available at the time of this report.